Manufacturer narrative:
(B)(4). The complaint stated that during a procedure, the surgeon noted a distortion of the catheter under fluoroscopy. He removed the catheter and noticed that the distal end of the catheter was broken and observed presence of a fine wire coming out from the inside of the catheter, on the site of the split. The surgeon used another like device to continue his procedure. The returned catheter was visually inspected and found that ring #1 was torn off from the lasso loop spine cover leaving the lead wire exposed through the spine cover. It was also detected that the spine cover was wrinkled and the pu was damaged in the same area, all these were caused by excessive force. No functional testing could be performed due to the returned condition of the catheter. It was unclear how electrode ring #1 got damaged. Upon discovery of the catheter condition, bwi requested the affiliate to provide some explanation. The affiliate reported that the customer did not mention that the ever catheter got stuck in the mitral valve during use; nor that they had any difficulty removing the catheter/ felt resistance; the type of sheath and its size used with the catheter was not provided. However, all catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It was confirmed by the bwi local representative that the condition of the catheter upon withdrawal from the patient showed the catheter tip was broken but still attached to the device. Thus none of the part of the catheter was left inside the patient. However the bwi local representative could not verify if this was the catheter condition prior to shipping it back to bwi since they do not open returned product boxes the customer send to examine the device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was confirmed. However, it is unknown how the ring was damaged.

Event description:
A damaged catheter was reported. During the procedure, the surgeon noted a distortion of the catheter with the fluoroscopy. He removed the catheter and noticed that the distal end of the catheter was broken and he observed the presence of a fine wire coming out of the inside of the catheter, on the site of the split. The surgeon used another like device to perform his procedure. No patient injury was reported. It was unclear whether or not the catheter involved was an initial use or reprocessed catheter.

Manufacturer narrative:
(B)(4).